Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that when the coil was advanced in the microcatheter, the coil detached prematurely inside the microcatheter. The coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Information available indicated that continuous flush was not maintained during the procedure. It is likely that insufficient flush contributed to the reported issue. Based on the information available, an assignable cause of use error was assigned to this event.

Event description:
It was reported that when the coil was advanced in the microcatheter, the coil detached prematurely inside the microcatheter. The coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.